Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. On 6/1 - replaced the 20a fuses twice with two separate sets of new fuses and had no success. The electrician from the facilities department of the hospital tested the continuity of the fuses and they tested as functioning properly. Checked all mvs internal connections and even took apart the head of the plug that inserts into the wall and reinforced the connections as well with no success. On 6/2 - found a broken wire in the power cord. Re-terminated cord on both ends. Upgraded system to sw 3.1.6. System passed all functional tests. It was not tested with stealth as no reference frame was available. System returned to service. An electrical failure mode was confirmed, attributable to the damaged power cord and blown fuses. The power cord was repaired and the fuses replaced, which resolved the issue. A full imaging system check-out was completed following repair, and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system could not be powered on. It was reported that both of the line power lights were off on the mobile view station (mvs). This occurred after a breaker tripped at the hospital. The use of medtronic imaging and navigation was discontinued because of this issue. The procedure was completed successfully after a delay of 15 minutes, and the patient was not impacted. No additional details were provided.